Manufacturer narrative:
Results: there was no visible damage to the exterior of the penumbra system aspiration pump max 220v (pump max). Conclusions: evaluation of the returned pump revealed that upon powering on, a humming noise was heard, but no vacuum pressure could be created. The root cause of this complaint cannot be determined. Penumbra pumps are 100% functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system aspiration pump max 220v (pump max). During the procedure, the motor of the pump max was not working. The procedure was completed using another manufacturer's devices. There was no report of an adverse effect to the patient.